Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to dislodgement and upon removing of this rv lead to visually check this rv lead appeared to be stretched. This rv lead was replaced with the same model and will be returned for analysis. No adverse patient effects were reported.